Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the unit was missing segments in the display. There is no patient involvement or harm reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The reported failure of unit display was missing segments was verified. This is a known issue and has been isolated to the user interface printed circuit board (ui pcb) and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.